Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of >8.0 inr, 2.2 inr and 5.1 inr within a few minutes on the coaguchek xs system. No adverse event reported. Requested return of suspect device and replacement was sent.